Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the auto mode was not active at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that customer experienced low blood glucose levels of 43 mg/dl. It was also reported that no sensor glucose value displayed at the time of incident. The insulin pump will not be returned for analysis.